Event description:
The pump was returned for investigation. Investigation revealed that the cartridge cap was damaged, the battery cap was damaged, and there was display screen issue. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, it was observed that the top of the cartridge compartment was chipped. Additionally, the battery cap threads were found stripped and the pump powered on with a dim and discolored display screen. A test screen was installed and displayed normally. Unrelated to these issues, the audio bolus button cover was found to be torn; however it was operable during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).